Event description:
It was reported that this right ventricular (rv) lead recorded a lead safety switch (lss) event due to high out-of-range pacing impedance measurements. Technical services (ts) reviewed the device data and noted that the rv pacing impedance had been approximately 600 ohms before spiking to greater than 3000 ohms, which is indicative of a potential lead issue. Following the automatic switch to unipolar configuration, the impedance remained stable between 400-500 ohms. Additionally, stored episodes showed oversensed noisy signals without pacing inhibition. The noise was suspected to be myopotential in origin and possibly related to unipolar sensing. Ts provided reprogramming options and general recommendations. No adverse patient effects were reported. This rv lead remains in service.